Event description:
It was reported that a female patient underwent breast surgery with unknown size unknown gel implants and experienced generalized illness symptoms including breast implant illnesses, fatigue, palpitations, numbness in arms, numbness in legs, headache, depression, pain, hair loss, insomnia, and dryness of the mouth and eyes, concentration difficulties, gastrointestinal issues, and cardiac discomfort. It was further reported that after almost a year of disability, pain and a lot of symptoms, the devices were removed on an unknown date. It was reported that the patient's symptoms improved after the surgery. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right generalized illness. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6. Health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 13, 2026, mentor became aware that per information received on january 7, 2026 and updated on this form, the device was manufactured in leiden facility in the netherlands. The mentor leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not appear to meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. However, as this event was already reported in error, mentor will send this last follow-up report and no further supplemental reports will be submitted thereafter. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).